Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6), female patient the device was unable to discharge and displayed a "lead failure" message. Complainant indicated that a rapid response vehicle (rrv) arrived upon the scene and they obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation. A review of the device's activity log confirmed the customer's report. However, there was no evidence of a product problem. The customer had been viewing ECG in lead ii and had defibrillation electrodes attached. When this occurs, the user has to switch "views" manually to pads unless a defib function (charge, analyze +/- energy) is performed. In which the device will automatically default to pads view. The review of the log showed a valid impedance from the patient; however the user did not switch to view pads. It's important to mention had the clinician attempted to charge or discharge energy, the device would have been cable of delivering therapy. The device put through performance and functional testing and operated to specifications. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.